Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected a red alert for a high out-of-range shock impedance measurement, greater than 125 ohms, on the right ventricular (rv) lead. Boston scientific technical services (ts) reviewed available device data via the latitude remote patient monitoring system and also noted slowly increasing and jumpy shock impedance measurements since this ICD was implanted in (B)(6) 2020. Thorough in-clinic patient testing was recommended to rule out lead integrity issue. No adverse patient effects were reported. Information received from the local area field representative indicates the recommended in-clinic lead integrity testing, including provocative maneuvers and pocket manipulation, were performed. No noise was observed and both the pacing and shock impedance measurements were stable. The patient will be monitored via latitude and the physician has enabled all appropriate device alerts.